Event description:
Reportedly, during the implantation repeated dislodgements occurred leading to the impossibility to implant the lead.

Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Mechanical tests showed that the screw mechanism did not meet specifications. After being cleaned, it did not operate as specified; the screw could not be retracted due to the helix bending. It can be assured that the origin of this bending occurred during the implantation procedure, as with such an irregularity on the screw mechanism, the unit would not have been released for distribution. The initial positioning of the lead was likely unsuccessful due to inappropriate screw fixation. The repeated repositioning attempts may have damaged the screw mechanism and bent it, resulting in subsequent fixation difficulties. It should be noted that pre-operative test of the screw mechanism is highly recommended to confirm its functioning. The results of this investigation are retained and utilized for trending purposes. Please find attached the investigation report.

Event description:
Reportedly, during the implantation repeated dislodgements occurred leading to the impossibility to implant the lead.